Event description:
A malfunction was reported on the pump, with no preceding notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, as the malfunction code was resettable, and assisted in the process. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump while being advised to contact support if any issues reoccurred.